Manufacturer narrative:
The device was in use for treatment. The lead was capped, therefore it will not be returned for analysis. As a result, the allegations against this lead (fracture) cannot be confirmed. No subsequent device or clinical adverse events have been reported. Lead fracture is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. Review of the device history records identified no rejects or anomalies during manufacture of this lot. In addition, a review of complaints found no other complaints associated with this manufactured lot. This lead remained actively implanted for 3 years, 1 month. The event will be re-evaluated if additional information becomes available.

Event description:
The customer reported that the ventricular lead fractured and as a result, it was capped (taken out of service).